Event description:
It was reported that the electrogram showed one ventricular high rate episode and some short interval counts. It was also reported that ventricular capture thresholds were rising slightly. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 pacemaker 2012 (B)(6); 407658 implantable pacing lead 2012 (B)(6). (B)(4).